Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, and a scratched lens. Functional testing was able to verify and duplicate the reported issue, the device over infused. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's flow rate was above standard. There was unknown patient involvement.